Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction (intermittent image) was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus field service engineer (fse) reported on behalf of the customer, that during maintenance of the visera elite video system center, an intermittent image was displayed. There was no report of patient involvement.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. Inspection and testing could not replicate the reported image issue. There was no fault found with the device function, only dust was observed on the unit exterior. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.